Manufacturer narrative:
On 05/09/2019, the mentor failure analysis lab received the device for evaluation. On 05/10/2019, mentor received additional information about the event. It was initially reported that the date of event is (B)(6) 2019. New information states that patient developed the capsular contracture shortly after the primary breast augmentation procedure, but doctor¿s office didn¿t follow up with patient until (B)(6) 2019. The new date of event is estimated to be (B)(6) 2012 and the patient age at the time of event is 37 years old. On 06/04/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, it was reported that the patient developed capsular contracture. During evaluation of the sample a crease was observed in the anterior and extending to the posterior view. No additional anomalies were observed. Based on the facts of the case, is unrelated to the breast implant and related to the patient condition. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. No further investigation will be conducted on this complaint due to external cause. The reported complaint could not be confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture in the right breast. Concomitant medical products: mentor smooth round moderate plus profile 350cc saline breast prosthesis, catalog #3502350, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate plus profile 350cc saline breast prosthesis developed capsular contracture (baker grade IV) in her right breast. Capsular contracture was confirmed upon examination by a physician. As a result, the patient underwent explantation on (B)(6) 2019.